Event description:
It was reported that asymptomatic patient presented to clinic and had the device interrogated to find high hv lead impedance. Other electrical measurements were normal. The device was electively replaced at the time of lead extraction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of high hv lead impedance was confirmed in the laboratory via review of the device diagnostics. The device was tested on the bench as well as using automated test equipment and no anomalies were detected. The cause of the high hv lead impedance could not be determined.